Event description:
It was reported that the valve failed the patency test.

Manufacturer narrative:
The valve was patent and passed siphon, reflux, and leak testing. The valve performance met all established specifications for pressure-flow and preimplantation testing. The conditions of the complaint could not be duplicated by laboratory personnel. A review of manufacturing records showed no anomalies. All of our products are 100% tested at the time of manufacture.